Event description:
It was stated that, the customer was hospitalized for low blood glucose and a seizure. No blood glucose reading was reported. It was stated that, the customer was very active prior to the hospitalization. It was also stated that, the customer ate a very small dinner and then experienced low blood glucose shortly after that. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.